Event description:
After the implantation of a neurologic csf shunt system the user reported no improvement in the condition of the pt. The user indicated that after removal of the system the valve did not show any flow of liquid without manual pumping.